Manufacturer narrative:
D3, g2: correction.

Manufacturer narrative:
The motor is not a single use device. Approximate age of the device will be provided with the device evaluation results. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after 8 days of ECMO, an m4 alarm appeared. No pump stop. After some minutes, monitor of the console became dark. Healthcare professional changed the console and the motor drive with a back up system. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the motor associated with this event was not returned for analysis. Multiple attempts to obtain the product were unsuccessful. As a result, the reported event could not be confirmed and the root cause could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (us) (doc. #pl-0047) section 10 provides information regarding emergencies/troubleshooting. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.